Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit failed to inflate. There were no injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse replaced the 5000 hour maintenance kit to resolve the issue. The iabp passed all functional and safety tests and was returned to the customer for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)